Event description:
It was reported that the patient expired in 2008. Reportedly, the patient was transferred to hospital one day prior, from a another hospital, with acute bacterial endocarditis with secondary thrombotic occlusion of leaflets subsequent post aortic valve replacement. Follow up with the hospital pathology department at hospital indicated that the patient's infection was staph epidermidis.

Manufacturer narrative:
Device not returned.